Event description:
It was reported that the patient underwent a prophylactic generator replacement on (B)(6) 2015. The explanted generator was returned for product analysis on 02/24/2015. Product analysis is still underway and has not yet been completed.

Event description:
Clinic notes dated (B)(6) 2014 were received which indicated that the patient has shown a slight increase in seizures. It was noted that the patient¿s seizure frequency is variable and triggers can be the weather or season changes. The patient¿s mother stated that he has had a lot of staring/absence type seizures during the day. The physician noted that system diagnostics were within normal limits. The physician increased the patient¿s output current to 1.5ma and the magnet current to 1.75ma. The physician stated that he suspects the vns is nearing end of service and referred the patient for replacement. Although surgery is likely, it has not occurred to date. The physician indicated that they would not provide any further information about the increase in seizures.

Manufacturer narrative:
.

Event description:
On 03/09/2015 product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.